Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that there was no voltage between pins 1 and 10 on the imaging system. The representative reported that they replaced the battery chargers on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect chargers have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the battery voltage between pins on the imaging system was zero volts. The reported issue occurred while the medtronic representative was performing a planned maintenance (pm). No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
One of the suspect chargers was returned to the manufacturer for evaluation. Testing found an open on one channel within the circuit board. The other channels on the charger board were functioning as designed. Indicating an electrical failure mode.